Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A nurse reported that the insulin pump being used to educate students in the classroom had issued a motor error. The motor error on the insulin pump occurred during priming. Troubleshooting was done. The insulin pump entered into a rewind loop. The nurse was advised to remove the battery from the insulin pump to avoid further alarms. No additional information was provided.